Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13a28038, h13d16086, h13e08031, h13e17016, h13a04047, h13e02083 and h13e06043 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated for eleven days with unspecified antibiotics IV (intravenously), at which time pd therapy was discontinued. Pd therapy was discontinued due to declining health status. The cause of peritonitis was unknown. Ten days prior to receipt of this report, the patient died. The cause of death was reported as peritonitis. It was not reported if an autopsy was performed. No additional information is available. This is report 2 of 2 involved in this peritonitis event.